Manufacturer narrative:
Fractured insertion post. Implant had to be removed in the same surgery. No other implant was placed. The insertion post wasn`t returned for evaluation. No further statement is possible. Probably the insertion post fractures at predetermined breaking point (due to mechanical overload). Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Fractured insertion post. Implant had to be removed in the same surgery. No other implant was placed.